Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy, the surgeon used this device but experienced insufficiencies post-op. The surgeon had to reoperation. This occurred on three separate days with different patients. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of six sealed reloads. The visual inspection and functional evaluation of the devices had acceptable results. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending device investigation conclusion.